Manufacturer narrative:
No system performance information was provided by the customer. Bci field service engineer (fse) was dispatched for this event. Leaking waste transfer peri-pump tubing was found. Fse completed a due preventive maintenance (pm), in which the tubing was replaced. Fse verified system performance to published specifications. Root cause is associated with the hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the unicel dxi 600 fluidics drawer. There were no reports of injuries to users / lab visitors or exposure to hazardous liquids.